Manufacturer narrative:
Patient identifier/information: (B)(6). The user report received from the facility on number 29, 2017 described 2 patients suspected of having mycobacterium abscessus infections. The patients were reportedly treated accordingly. It is believed one of these 2 patients is the patient subject of this report 9611109-2017-00788. The user report provided additional details about the patient subject of this report and stated that the date of therapy was (B)(6) 2017, and that the original surgery was a pulmonic valve insertion. The medwatch report stated that no wound cultures obtained were positive for mycobacterium abscessus. On (B)(6) 2017, livanova (B)(4) received a medwatch report from FDA relating to this case (mw5073832).

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. During follow-up communication on november 29, 2017, the customer provided an additional user medwatch report, which alleged that samples were taken from the involved device on august 15 and august 17, 2017, and the samples tested positive for mycobacterium abscessus. The user report identified 11 affected patients. However, the patient subject of this manufacturer report (9611109-2017-00788) is a 12th patient identified in the literature cited in the initial report, submitted october 6, 2017. For additional details on the 11 patients identified in the user medwatch report received on november 29, 2017, please refer to MDR reports 9611109-2017-00691, 9611109-2017-00692, 9611109-2017-00693, 9611109-2017-00694, 9611109-2017-00789, 9611109-2017-00790, 9611109-2017-00791, 9611109-2017-00792, 9611109-2017-00793, 9611109-2017-00794, and 9611109-2017-00795.

Manufacturer narrative:
Patient information was not provided. (B)(4). The facility reported that the devices have been cultured regularly and have tested positive for contamination in the past. However, it was also reported that they have been able to get them clean. It is unknown if the device(s) was contaminated at the time of surgery, or if the reported surgery is linked to the device in any way. The customer reported that no further information will be provided regarding this incident until the internal investigation is completed. Through follow-up communication with the customer, livanova (B)(4) learned that the device has been tested. However, the results of the testing have not yet been provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
During a literature search, livanova (B)(4) identified an article from the advocate (http://www.theadvocate.com/new_orleans/news/article_4c2018e6-9714-11e7-8625-1bbf1c3f1683.html) which identified 12 patients reportedly infected with mycobacterium abscessus. Four of the twelve patients have already been reported, and 7 user medwatch reports have also been received. This report is in regards to the remaining patient. The patient was hospitalized due to the infection. The facility was allegedly able to trace the source to a single operating room and a single device which the facility believes caused the issue. However, the article did not explicitly state that mycobacterium abscessus has been identified in the device. The article reported that the suspected device has been replaced and ongoing environmental surveillance of the operating rooms has not shown any contamination with the organism beyond the involved device. On september 22, 2017, seven (7) user medwatch reports (mw5071891, mw5071892, mw5071893, mw5071894, mw5071895, mw5071896 and mw5071897) were received for this issue, which all stated that the sternal wound infections identified at the facility are suspected to be related to the use of the heater-cooler device. However, at the time the user report was filed, a correlation had not yet been confirmed by the facility.